Manufacturer narrative:
(B)(4). Visual inspection of the returned device found the sleeve marker has broken away from the front sleeve and the tip is stripped. The device was functionally tested and functioned as intended. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A root cause for the sleeve marker breaking from the device cannot be positively determined. As such a probable root cause may likely be due to natural wear and tear of the device and re-processing cycles which could have contributed to the marker breaking away from the driver. The device has been in the field for at least 9 years. A root cause of the tip of the driver becoming stripped cannot be positively determined. However, a potential root cause may also be attributed to natural wear and tear. Testing of the device shows that the product still functions as intended. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Piece of the screwdriver fell off and fell into the patient. Piece was retrieved with no issues. Case completed with same / like product.